Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (unisg) fractured inside of the implant. The fractured portion of the screw was removed from the implant and another screw was placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A gold-tite square uniscrew (unisg) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was noticeable wear due to usage around the threads and the collar. The screw had significant nicks and gouges around the square drive feature. There was presence of dried blood around the threads. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. Review of the DHR for unisg did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. D4: expiration date, UDI: (B)(4).